Manufacturer narrative:
An add'l lot number was reported (lot #m001199). However, the cause of the event is not due tp the cartridge. The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was elevated. Customer will be administering a manual injection of insulin.